Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown. Device has not been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that patient had a loose abutment. Doctor tightened screw and sent patient home.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.